Event description:
Subsequent to the initial medwatch report, additional information received indicated that arteriotomy closure of the left common femoral artery was attempted using a proglide device after a popliteal aneurysm procedure. Reportedly, when the plunger was retracted from the device body, there was no suture attached to the needle, only the link was present. The device was removed and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No femoral angiogram was taken prior to the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, when the plunger was retracted from the device body there was no suture attached to the needle, only the link was present. The device was removed and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The training status of the physician has not been provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Weight - estimated, reported weight was approximately (B)(6). Evaluation summary: the device was returned for evaluation. The reported event of when the plunger was retracted from the device body there was no suture attached to the needle was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. It was reported that a femoral angiogram was not performed. The proglide instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based, there is no indication of a product deficiency.